Event description:
Reportedly, pt was found dead at home and had been dead for several days. The ICD involved in this MDR report was interrogated at mortuary on 4th may 2010: mortician commented that the lead appeared to be floating in the ventricle. Files showed vt/vf storm from 08:24, the last vf episode on (B) (6), 4 max energy shocks delivered, last shock appears unsuccessful, egm looks like very small amplitude vf unsensed by the device. Av conduction egm seems to show ventricular capture on the vegm recorded on (B) (6), however on 1st may there seems to be no capture on the vegm. Lead impedance showed sudden increase in both a and v lead, however unable to determine the exact date of the sudden increase in impedance. Shock lead integrity showed sudden increase on (B) (6). The device was explanted and returned for analysis. The physician wanted to know if it is possible to find the exact date of the sudden increase in impedance on all leads and could this sudden increase be caused as a result of the death of the patient.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.